Event description:
The health care provider (hcp) reported via the company representative (rep) that the stimulation unintentionally turned off two times in 20 days. The patient was not in the environment tend to be affected by magnetic field, so it was difficult to determine the cause. It was further reported that influence of magnetic field may have contributed to the event. The device settings were unknown. No x-ray images were available. Surgical intervention was planned, implantable neurostimulator (ins) replacement may be conducted. It was unknown if the issue was resolved but the rep will obtain further information from the hcp on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), product type: implantable neurostimulator. The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4).

Event description:
The rep reported a month later that the cause of the stimulation turning off was unknown. The patient has two inss implanted and they have not been replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.